Manufacturer narrative:
Hematomas are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for evaluation; however, based on the information provided and the investigation performed, the root cause of the reported hematoma is unknown. Based upon the information provided and the investigation performed by accessclosure, the root cause of the reported retroperitoneal bleed is unknown. A review of lhrs for all lots shipped to the customer within the last two months from the date of the event did not exhibit any issues that suggest the device may have caused or contributed to the reported incident. The lot number was not provided, therefore, the expiration date and device manufacture date are unknown.

Event description:
In 2009, 16:00, a patient (height unknown) with a history of pad and a baseline bp of 179/72 underwent a peripheral procedure with peri-procedural heparin. 6f sheath used to access left groin. Pad was noted at the access site. At approximately 17:39 mynx was deployed by a trained physician and swelling (hematoma) was immediately noted. It was reported that the physician held immediate pressure for 20 minutes. At approximately 17:58 the patient started complaining of back pain and a femostop was applied. It was determined that the patient developed a retroperitoneal bleed and a transfusion (1 unit) was required. The patient's condition improved and she was discharged. No further clinical sequelae reported. No additional patient or procedural information available.